Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to fretting corrosion on the battery pins along with the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The contact corrosion can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when they attempt to transmit data from the device. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when they attempt to transmit data from the device. There was no report of patient use associated with the reported event.